Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (failed to hold fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report leak. It was reported that during preparation of a steerable guide catheter (sgc), the guide failed to hold column. After three attempts, a leak still occurred. Therefore, a decision was made not to use the sgc in the patient. The procedure continued with a new sgc. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.